Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 3 years ago, no attempt will be made to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was being prepared for use. The root cause was determined to be a defective inspiratory valve. The inspiratory valve was replaced which resolved the issue. There was no patient or user harm.

Event description:
Ventilator shown error flow sensor need to calibrate. All calibrations done but ventilator show same fault. After all diagnose we found problem in inspiration valve s.n.(B)(6). We cross check with another valve s.n.(B)(6) and now machine clear flow sensor calibration.